Event description:
During the procedure the tip of the electrode was broken. The broken piece could not be found. The piece is reported to be less than 2 millimeters in size therefore the surgeon stated they were unable to find it via an x-ray. The piece may still be in the pt.